Event description:
Customer states: pump is shutting off and resetting itself.

Manufacturer narrative:
Pump has been tested, run over weekend and did not show any error, alarm or incident. Complaint could not be confirmed.